Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported through social media that the patient was reporting shortness of breath, chest pain, and dizziness with the question of whether this could be related to low battery voltage in their pacemaker. Patient commented that their pacemaker was to be replaced next year. No information was available that would have facilitated follow-up to confirm patient reports. No further patient complications have been reported as a result of this event.